Event description:
It was reported by the customer that they had low blood glucose levels. Customer was experiencing software issues and realized their blood glucose level was 46 mg/dl. Customer treated with granola bar and blood glucose level was raised to 77 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.